Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received. Blood glucose was 460 mg/dl. Customer changed the pump supplies. As the supplies were changed, tandem technical support was unable to determine a cause of the event.